Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Cup inserter handle was broken; would not thread into the implant.

Manufacturer narrative:
Examination of the returned instrument confirms the observation. The lead thread is badly damaged. It appears that the instrument was impacted when not fully threaded into an acetabular cup as intended. If the instrument is impacted when not fully threaded into the mating cup the load of the impact is transferred to the threaded tip rather than the shaft. It is also possible the impactor was used to reposition the acetabular cup when not fully threaded into the cup. The root cause is attributed to misuse and heavy usage. The date code ag0306 indicates the instrument was manufactured in march of 2006 and is over 10 years old. Based on the investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.